Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On 26th october, 2020 getinge became aware of an event related to automatc loading system: ags used together with th 88-5 washer disinfector. As it was stated during the procces, the transported cart was jammed on the unloader. Two of the staff member tried to move the cart manually by lifting it. Due to this activity one of the staff members sustained the wrist injury. She went to emergency to consult it, however no medical intervention was needed. She was advised to use physiotherpy and sent back home, therefore the injury was classified as minor.

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish, that the complaint was the second one registered for an event where the injury caused by manually moving the cart on to the unloader has occurred. The device involved in this event was an air glide system (ags 2.0) used together with 2019 model of 88-5 washer disinfector. When the event occurred, the getinge device was directly involved and did not meet its specification. Upon the event occurrence the device was not being used for patient treatment. During the investigation course it was established, that the difference in height between unloader and shuttle led to the cart blocking on the unloader. The locking nut on the ags comes loose when not properly tightened. This has likely occurred during installation of the ags and when loose caused it to become misaligned due to the difference in height that occurred between the shuttle and unloader. The issue at the root of the event is considered to be an installation error not tightening the locking nut enough. The stuck cart issue has been reviewed and is scheduled for change in the user manual to give a better understanding on how to handle issue like this when they occur. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).